Event description:
The account generated a negative prism hcv result on a donor who tested immunoblot positive. In 2009 (donation from the day before) a donor specimen tested prism hcv negative (0.75 s/co). The donation was transfused. The type of blood product transfused was not provided. At the end of the month (donation from the day prior) the same donor tested prism hcv reactive (1.05, 1.09 s/co). The specimens from both the first and second donation tested innogenetics hcv immunoblot positive and roche taqscreen mpx pcr negative. The donor stated that she was infected with hcv some decades earlier due to hcv contaminated anti-rhesus factor treatment. Donor did not mention this information on the donation questionnaire on the day prior to original date. No additional donor or recipient information provided. The false negative prism hcv result was reported outside of the laboratory. The donation from that day was transfused. The type of blood product transfused was not provided.

Manufacturer narrative:
Device not returned; however, samples were returned for evaluation. Retained kit testing met all specifications. Customer's returned sample was evaluated. To address the sensitivity of prism hcv assay lot 67432hn00, an investigation was conducted generating the following results: analytical sensitivity panels were tested with an in-house kit of prism hcv reagent lot 67432hn00. Test results were evaluated against acceptance criteria for final lot release of prism hcv reagents. All acceptance criteria were met. The data was also comparable to values obtained during final lot release.four seroconversion panels (reactive for the ns3 antigen or the core antigen) were tested with prism hcv assay lot 67432hn00. Test results were evaluated against the seroconversion panel data indicating that prism hcv, lot 67432hn00 detected the same or earlier first reactive bleed for seroconversion panels. The customer returned the specimens in question. Specimen was tested with in-house retained reagents of prism hcv reagent lots 67432hn00 and 69516hn00. It resulted nonreactive when tested with lot 67432hn00 (s/cos 0.93, 0.89, 0.86) and nonreactive respectively reactive when tested with lot 69516hn00 (s/cos 0.98, 1.13, 1.11). These values are in line with the customer's results demonstrating a lot to lot difference in sensitivity. A statistical analysis determined that the magnitude of the difference observed during our in-house testing to be within normal test system variance for samples resulting close to the cutoff. Additionally, both specimens were tested reactive with the chiron riba hcv 3.0 sia immunoblot assay.the sensitivity of prism hcv lot 67432hn00 was also evaluated using field data for the positive calibrator s/co (indicator for assay sensitivity). The positive calibrator s/co results generated with lot 67432hn00 in the field are in the same range as those for five reference reagent lots. The most probable cause of the false negative was due to the patient history, a decline of antibody levels years after acute infection, and a minor technical expected lot to lot variability for samples resulting close to the cut-off. It was recommended that the customer follow their laboratory procedures and follow up with the recipient to exclude any remaining risk. The complaint and manufacturing records were reviewed and did not identify any problems relating to the customer's observation. There have been no other customer complaints against prism hcv, lot 67432hn00.based upon the investigation, it has been determined that prism hcv assay kit, list number 6a52-48, lot 67432hn00 is performing as intended and within package insert claims for sensitivity. No product deficiency was identified. This is the final report.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, prism hcv that has a similar us product distributed in the us, prism hcv. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Clarification and additional information to describe event obtained in 2009: the donation a month earlier was a blood donation with immunoblot positive results of c1 (1+), ns3 (1+), ns4 (2+).the donation on the same month was a plasma donation with immunoblot postitive results of c1 (1+), ns3 (2+), ns4 (2+). Clarification regarding the date of this report was received on april 29, 2009: the date of this report is corrected to april 18, 2009.

Manufacturer narrative:
Corrected date of this report to april 18, 2008. Additional information provided in describe event. An investigation is in process. A final report will be submitted when the investigation is complete.